Event description:
It was reported that the external pulse generator would not power on, that the battery ribbon cable was corroded. The generator was returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the generator would not power up, and attributed it to the battery flex having been removed by non-company personnel. Analysis confirmed that the battery flex was corroded, and found that the upper and lower cases, battery release and battery drawer were contaminated, one case screw was corroded, one battery contact had been removed by non-company personnel, that the keyboard was scratched and the serial number label damaged. (B)(4).